Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and perforation ('perforation') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and perforation (seriousness criterion medically significant). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation and perforation outcome was unknown. The reporter considered device dislocation and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy with bilateral salpingectomy and laparoscopy with bilateral salpingectomy, removal of essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation and device dislocation outcome was unknown. The reporter considered device dislocation and fallopian tube perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2020: fu1 and fu2 processed together. Medical record received. Event perforation nos was updated to fallopian tube perforation. Reporter added. Surgery details were added. Patient's date of birth added. On 3-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.